Event description:
It is reported that during surgery on (B) (6) 2009, the tm reverse stem got stuck in the humeral canal, so the surgeon re-attached the impactor and the screw-in extraction bolt that holds the handle closed, used slap hammer unsuccessfully, so he locked a pair of channel locks to the top of the extractor hammer and used a mallet to hit the channel locks order to remove the stem. The stem was eventually freed from the canal, the bone was then reamed further distally (approximately 175mm for a 130mm stem) and the tm stem was inserted back in the canal successfully. The stem was not damaged. It is not known whether surgery was delayed.

Manufacturer narrative:
Eval summary: no product was returned for eval. Also, no x-rays were returned for review. The nominal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on pt bone quality, and the amount of bone removed, the remaining bone may not allow the implant to sear with normal impact forces in some cases. Based on the available info a definitive cause cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.